Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
Pt rec'd a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca during index procedure with no issue reported; however, it was reported that 2 days post procedure, the pt suffered an mi. No other clinical sequelae were reported. Investigator reported that the event was unrelated to the study stent or procedure.